Event description:
It was reported that the smartpass feature became disabled in the subcutaneous implantable cardioverter defibrillator (s-ICD) one week post implant. A health care professional (hcp) attempted, but re-enable the feature, however, was unsuccessful. Technical services (ts) discussed the smartpass feature disables in the presence of small amplitude signals and discussed the option of performing the auto setup process. Subsequently, undersensing was observed during stored atrial fibrillation (af) episodes due to small r-wave amplitudes that were noted to be partly related to larger premature ventricular contractions (pvcs). Ts discussed evaluating other programmed sensing vectors. Additional information was later received that ongoing low signal amplitude measurements were observed in addition to t-wave oversensing. Subsequent information was received that the s-ICD and this electrode exhibited t-wave oversensing resulting in delivery of an inappropriate shock. It was noted that the patient was reaching overhead trying to hang a picture at the time of the episode. Additionally, noise was observed, however, the device appropriately marked the noise. The noise was able to be reproduced with patient movements and was suspected to be related to myopotentials. Ts discussed the potential of device movement in the pocket with arm movements and again discussed troubleshooting options. Further evaluation noted the observations were not a result of device movement in the pocket, however, the root cause was undetermined. Additional information was received that the electrode was explant. No adverse patient effects were reported.